Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the vad (B)(6) and the driveline boot cover with unknown lot number were not returned for evaluation. Review of the manufacturing documentation confirmed that the vad met all requirements for release. Review of the vad (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. A review of the driveline cover's manufacturing documentation could not be conducted since the lot number is unknown. There was no evidence that the driveline boot cover had previously been serviced. On-site inspection of the driveline revealed evidence of a self-repair. On-site inspection of the driveline boot cover revealed that the boot cover was difficult to move. Of note, the self-repair was left on the driveline. As a result, the reported event was confirmed. A driveline cover removal was performed to mitigate the reported conditions. Based on historical review of similar events, a possible root cause of the reported driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. The most likely root cause of the self-repair event can be attri buted to the handling of the device. Additional products: d1: driveline cover d4: lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed, the dl cover was removed requiring force and edges appeared soft. It was also noted that the dl needed a newer wrap, the patient was offered to have it exchanged but considered unnecessary at the moment.

Event description:
It was reported that there was difficulty removing the ventricular assist device (vad) driveline boot cover described as change in material consistency with the sleeve no longer being soft, the boot cover was difficult to remove, and the driveline cable required re-taping. The boot cover could hardly be pulled back and required twisting, pulling, and caution to remove. The boot cover was not completely hardened but was no longer soft, and the patient would not be able to move the sleeve without removing the driveline connector. The vad driveline and boot cover remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: 1175- / catalog #: 1175- / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.